Event description:
It was reported that the dr was tightening the shaft on the product and then the bell broke off while performing a circumcision. They have had the product only about 2 months and it was being used for the first time when the issue occurred.

Manufacturer narrative:
Manual states the following: "warning: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembly does not perform as described. Prior to initiating the surgical procedure you must ensure that expected clamping function has been properly achieved." Clamp parts actual breaking and coming apart is very unusual. (B)(4).